Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 136 mg/dl. Troubleshooting for the air bubbles was performed. Customer advised they had air bubbles in six different reservoirs and the issue remained unresolved. The reservoir will not be returned for analysis however replacement reservoirs will be sent out.